Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011: inratio: 5.1 (the doctor told patient to hold her coumadin), date: (B)(6) 2011, inratio: 1.5, date: (B)(6) 2011, doctor's poc: 2.1, inratio: 2.3 (the tests were side by side. Poc (point of care) device is unknown. Patient's target range is: (2.0-3.0).

Manufacturer narrative:
Pending investigation.